Event description:
It was reported that after completion of a da vinci surgical procedure, it was noted that the wires on the fenestrated bipolar forceps instrument were stretched out and were frayed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, frayed cable, if to reoccur could cause or contribute to an adverse event.